Event description:
It was reported that follow implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to have been implanted under a rib. The patient was then admitted to the hospital as this electrode is expected to be repositioned. No additional adverse patient effects were reported.